Manufacturer narrative:
A ge service rep performed an on site investigation. The hand switch connection was reseated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported that the 6800 system left monitor went black during a case. No pt injury was reported.